Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their right-side alignment is not right, it needs to come forward to be straight. Requested bite video from patient. Confirmed posterior open bite. Asked patient to rest bite. Providing support.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.